Manufacturer narrative:
Method: no sample was available for evaluation and investigation. Without the actual product or lot number a complete analysis cannot be conducted. Results: information gathered during the investigation confirmed that the pump was functioning properly. This was evidenced by the physician continuing the infusion after the patient had contacted I-flow with infusion concerns. The physician's diagnosis was that the patient's symptoms were not related to the pump. Product complaint is not confirmed.

Event description:
(Drug/diluent: ropivacaine 0.2%). (Procedure: right ankle repair). Patient reported metallic taste in mouth, dizziness, hearing impairment and blurred vision with 2 pumps going. Patient has what appears to be a saphenous nerve block at flow rate of 5ml/hr and a popliteal block with select-a-flow (saf) at 10ml/hr. Infusing 0.2% ropivacaine. Date of event: (B)(6) 2008.